Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had flashes and flickering on the display making it hard to read. Customer stated that the insulin pump rejected new battery and grinding noises different from the normal rewind noises, had to press rewind button more than once for complete rewind and insulin pump was rewinding slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.